Manufacturer narrative:
Model number/catalog number: sc-2408-74; serial number: (B)(4); batch/lot number: 20465523; model/catalog description:  avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a new unbearable foot pain following a procedure. The physician did not know if something happened during the implant procedure that caused the new pain. The patient underwent an explant procedure. No device malfunction was suspected.